Manufacturer narrative:
The baxter technician found the spring inside the center arm was worn out. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on july 16, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the center arm assembly to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare frame head siderail was having a false latch. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.